Event description:
The hcp reported the pt had received successful pump therapy since 1998. The pump was usually refilled at day 70. On this occasion, the low reservoir alarm was set at 2ml and sounded on day 77. The expected reservoir volume on that day was 1.8ml and the actual reservoir volume was 1.8ml. The pump was refilled and the pt was admitted to an intensive care unit with symptoms of acute baclofen withdrawal. The pt died several days later of renal failure secondary to baclofen withdrawal. The pump was explanted and is presently "quarantined at hosp." It is reported the coroner may request an inquest. A follow up report will be sent when additional info is received.

Event description:
Additional information from the hcp reports the date of the original scheduled pump refill was 01/18/2006. The patient expired on 02/06/2006.

Event description:
Additional information from the hcp reports the patient presented initially with symptoms that were "apparently like a chest infection" the patient received no treatment for this. The hcp concluded the pump was delivering correctly and did not suspect any pump malfunction.